Manufacturer narrative:
Qc was within specifications prior to the event. Two system checks performed after the event failed. A field service engineer (fse) was dispatched: the fse inspected the instrument and found air bubbles in the wash pump and damaged rings on the mixer pulleys. The fse repaired the wash pump and replaced parts. The fse conducted a diagnostic and qc testing with good results. Although hardware issues were addressed, a definitive root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accutni) result of 1.35ng/ml for one patient. Subsequent testing produced results in the normal reference range, and in the risk stratification range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.